Event description:
It was reported that shaft break occurred. The target lesion was located in the bilateral iliac artery. A 2.50mm x 20mm emerge balloon catheter was advanced to the lesion. However the shaft of the device broke. The distal portion of the shaft was retrieved through snaring and the whole system was removed from the body. The procedure was completed using different device and implantation of an unspecified stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).